Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the yellow (pgnd) wire was open inside the trunk cable. The cause of the hi-pot test failure is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the belt. No adverse event resulted from the damaged electrode belt connector. The last pt to use the belt did not report any deficiencies.